Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a secure sense alert was delivered due to stored episodes of non-sustained right ventricular oversensing on the device which were caused by crosstalk. The device was reprogrammed and the patient was stable.